Event description:
It was reported prior to a cholecystectomy procedure a broken clip spit out when the device was tested outside the body. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/31/2008. Information anticipated, but unavailable at this time.